Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. The following cosmetic damage was noted: cracked case at the display window corners, minor scratches on the lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of the incident. Troubleshooting was done for button error. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.